Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images found that the tibial tray had subsided and migrated from its original position. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6); study:dots. Clinical adverse event received for pain: migration/loosening - tibial event is serious, and is considered severe. Event is definitely related to device, and there is a remote possibility that the event is related to procedure. Date of implantation: (B)(6) 2018; date of event (onset): (B)(6) 2020; (left knee). Treatment: awaiting revision of tibial tray.